Event description:
It was reported that the pump had a white screen with sound error code: 41100. There was no reported patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
D4 - lot #: correction. D9: date returned to mfg.: 6/13/2025. D3 - mfg establishment name, h3 and h6. Codes: updated. Device evaluation: the communication module was returned with no visual damage. The device was powered on and displayed a battery level of 100%. It successfully connected to the local wi-fi network without any errors. Based on the reported issue "pump white screen and sound error code: 41100" the problem does not appear to be related to the communication module. Unable to confirm complaint or determine probable cause. The item is a purchased finished good, and the device history record (DHR) is with the supplier therefore, a manufacturing review could not be performed.